Event description:
The pt tested her blood glucose on suspect device and it was 330 mg/dl. She took 6 units of regular insulin based off of sliding scale. 1 hour later she was unconscious. The paramedics were called and they tested her blood glucose on their device and it was 82-100 mg/dl. She was transported to the hospital where her blood glucose was 32 mg/dl. She was given IV fluids and oxygen.